Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the step drill for 3.0mm bio-suturetak® returned was stuck inside of the spear, for 2.8 mm fastak¿ ii, 3.0 mm suturetak®, trocar and 2.9 mm pushlock®, trocar tip with circumferential teeth. The anodized purple color had chipped around the edges of the handle. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage of the device. Manufacturing date 2014.

Event description:
On 02/19/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1250lt step drill got stuck in the drill guide when making the pre-hole. This occurred during a case where another ar-1250lt was used to complete the case. There was no harm to the patient.